Manufacturer narrative:
Device available for evaluation: received may 4, 2017. An evaluation of the returned device was performed. The investigation confirmed that the nose (tang) is heavily damaged but not broken off as mentioned in the device report and the proximal part of the expert tibia nail is partially torn. The review of the production history revealed that both items were manufactured in the year 2014 in accordance with all established requirements and with no nonconformities reported. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and that the applied torsional forces that were used when trying to align the nail caused this deformation. Visual inspection: nose (tang) is heavily damaged but not broken. DHR no findings. Chu eval: no findings. Dimensions and function check: performed at the time of manufacturing. The type and extent of damage incurred indicate that this complaint was caused by high applied torsional force when trying to align the tibia nail with the insertion handle. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 31 july 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during a procedure on (B)(6) 2017, while attempting to rotate the expert tibia nail with the insertion handle in situ, the tip of the insertion handle that connects the handle and the implant broke. A portion of the expert tibia nail also broke, requiring the removal of the nail. All fragments were retrieved. Another expert tibia nail of that size was not available. A new solid/cannulated tibia nail (utn/ctn) was implanted. Surgery was completed successfully with a delay of approximately 15 minutes. This report is for one (1) insertion handle. This is report 1 of 2 for (B)(4).